Event description:
It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the abdomen on (B)(6) 2024 . On (B)(6) 2024 , the patient stated the sensor stopped working between 11:00pm and 3:00am, but they were not sure which error message was shown. The patient got out of bed and took a fingerstick and the blood glucose reading was 180 mg/dl. The patient decided to do exercise to make the blood glucose reading go down. The patient was then found by her husband and was pale, was hardly breathing, and had ¿white stuffs¿ coming out of her mouth. It could not be confirmed if the patient self-treated with insulin, and how long after the cgm malfunction the symptoms occurred. The husband called an ambulance right away and when the paramedics arrived the patient was treated with intravenous fluids, to get the blood sugar back up. No blood glucose was reported from the hypoglycemic event. The patient recovered at home and declined to be brought to the hospital. According to the paramedics, the patient had a diabetic seizure. After the event the patient was not herself, did not have good appetite, was pale and got ¿hot sweats¿ sometimes, and had memory loss. The patient recovered after three days. There was no report of further medical evaluation or intervention. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.